Event description:
A biomedical engineer reported receiving a system message during setup. The engineer attempted to use a different handpiece, but did not correct the problem. The cables were then tightened and the system functioned appropriately. The pt was in the room at the time of event, but had not yet been anesthetized. This event happened during set up after the first case had been completed with no issues. The case was delayed for 20-30 minutes. There was no pt injury reported.

Manufacturer narrative:
The biomedical engineer removed the cover from the system and tightened the power and/or communication cables. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).